Event description:
The customers reported via phone call that customer had to visit emergency room due to high blood glucose on (B)(6) 2022. Blood glucose reading was over 700 mg/dl at time of hospitalization. Customer blood glucose was went to low with blood glucose 34 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with food and glucose tablet for low blood glucose. Auto mode feature was not active at time of event. No further patient complication were reported. Device will be return for further analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged for visiting the emergency room due to high and low bg. On (B)(6) 2021, (B)(4) snv: 000313596360, the customer alleged for insulin flow blocked/no delivery alarm and hospitalized for high bg.the test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads, serial number label stained, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2021 between 12:45:00 and 22:26:00 during bolus and basal deliveries. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed.in summary, pump passed all required testing. Unable to verify customer alleged for high and low bg. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The reported case has low blood glucose and high blood glucose issues. High blood glucose issue(which was just an emergency room visit) had been occurred on (B)(6) 2022 and reported under report : 2032227-2023-195259 . Low blood glucose issue had been reported under this case, which had been occurred on (B)(6) 2022.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code, health effect - impact code and investigation codes were incomplete. The correct information was provided in section b5 and h6 with this report.

Event description:
Updation in summary: customer also reported symptom of feeling unwell while in emergency room.